Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that after the 5x12mm herculink elite balloon expanding stent (bes) was taken out of the packaging, the balloon was noted to have a hole at the tip; therefore, the bes was not used in the procedure. Another herculink elite bes was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported split, cut or torn material and observed leak/splash were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, a definitive cause for the reported split, cut or torn material and observed leak/splash could not be determined; however, potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, anatomical conditions, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. Factors that may contribute to a leak include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. This could not have been caused by any manufacturing related step, as the balloons are 100% inspected 2 times during manufacturing (wet leak, dry leak), followed by a leak test. In this case, it is possible the device may have interacted with accessory devices during handling/preparation of the device, resulting in the reported split, cut or torn material, ultimately causing the observed leak/splash; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.